Event description:
It was reported that the water temperature did not decrease in an arctic sun device. Although the temperature was set as 4c by manual control, but water temperature was 26.1c. Per review of wo on 24jan2025, device was used on patient and there was no patient injury report. Per follow up information received via task on 24jan2025, the device would be sent to imi. The issue has not been resolved yet. Patient therapy completion status was under investigation.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A root cause could not be definitively identified. Although the temperature was set as 4c by manual control, but water temperature was 26.1c. Per review of wo on 24jan2025, device was used on patient and there was no patient injury report. Per follow up information received via task on 24jan2025, the device would be sent to imi. The issue has not been resolved yet. Patient therapy completion status was under investigation. A DHR is not required as this is not an out-of-box failure. The instructions-for-use are found to be adequate. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature did not decrease in an arctic sun device. Although the temperature was set as 4c by manual control, but water temperature was 26.1c. Per review of wo on (B)(6) 2025, device was used on patient and there was no patient injury report. Per follow up information received via task on (B)(6) 2025, the device would be sent to imi. The issue has not been resolved yet. Patient therapy completion status was under investigation.